Event description:
The hcp reported the patient presented with redness, drainage, and inflammation at the pump pocket site. The device system was explanted. The patient is reported to have recovered without sequela. A follow up report will be sent if additional information is received.